Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The results of the diabetes control and complication trial (dcct) and subsequently those of the epidemiology of diabetes interventions and complications study (edic) demonstrated the importance of maintaining blood glucose levels close to normal to avoid microvascular complications in people with dm1. Currently, the system of choice is the intensive care basal-bolus I intended to mimic the physiological secretion by pancreatic multidose subcutaneous insulin (mdi) or continuous subcutaneous infusion of insulin (isci). Therefore, the ideal insulin for bolus use would be one with a very rapid onset of action, with a short peak and a very short half-life. Compared to regular insulin, rapid-acting insulin analogs or aars (lispro, aspart, and glulisine) have a faster onset of action (10-15 minutes) and a shorter half-life. However, despite these advances in their formulation, aars continue to lack a peak of action fast enough to control postprandial hyperglycemia and suppress hepatic glucose production and also have a longer duration compared to insulin secreted endogenously. In patients with integrated systems (csii with continuous interstitial glucose monitoring), the delay in the absorption and action of the aar, added to the lag in the glucose readings in interstitial fluid by the sensor and an effective integrating algorithm, constitutes one of the great challenges to achieve the closed loop (artificial pancreas). The new insulin faster aspart is a formulation of insulin aspart that contains two additional excipients: nicotinamide (vitamin b3) and l-arginine. Nicotinamide is responsible for faster absorption by initially increasing aspart monomers in the subcutaneous deposit and producing a transient local vasodilator effect. L-arginine acts as a stabilizing agent. The main objective of this study is to evaluate the impact of the use of faster aspart on glycemic control in children and adolescents withdm1 treated with the integrated system. Between july and october 2019, an analytical, longitudinal and prospective study was carried out with patients with dm1 under follow-up in the infant-juvenile diabetes units of the san pedro de alcántara (cáceres) and virgen del puerto (plasencia) hospitals. The inclusion criteria to be part of the study were: pediatric patients with a diagnosis of dm1, time of evolution of the disease greater than one year and previous treatment for at least three months with the integrated minimed 640g-smartguard system (medtronic, northridge , ca) using insulin aspart. Real-time glucose monitoring (cgm) was performed with the guardian sensor 3 and the guardian link 3 transmitter (medtronic). Initially, a download of the data recorded in the pump corresponding to the last month was carried out using the carelink software. For the next three months, the patients used faster aspart on the insulin pump. At the end of the study, the same variables recorded at the beginning were collected, as well as the problems or adverse events detected. Of a total of 45 patients who met the inclusion criteria, 32 (17 women and 15 men) agreed to participate in the study, 81% pubescent, with a mean age of 13.49 ± 2.42 years and a mean evolution time of the disease of 7.0 ± 3.67 years. Six patients who had not yet configured the predictive suspension before hypoglycemia on their pump kept this function deactivated during the study period, using only the previously established alarms. One participant dropped out of the study due to abdominal pain inconsistent with boluses. The comparative analysis of the data corresponding to the beginning of the study and the last month of use of faster aspart revealed a significant decrease in mean interstitial glucose that went from 149 ± 16 to 145 ± 14 mg / dl (p = 0.04). The results of the present study suggest that the accelerated absorption kinetics of faster aspart is associated, compared to aspart, with a significant improvement in glycemic control in patients with an integrated system, increasing the target time and decreasing the time in hyperglycemia, without increasing significantly the time in hypoglycemia. The adverse events reported at the end of the study corroborate the safety and good tolerance of faster aspart reported in other studies. The painful or burning sensation with boluses, the most frequently noted inconvenience in our study, had already been previously described. The lower effectiveness of corrective boluses compared to expectations has also been reported by some users, rethinking the suitability of modifying the active insulin time. Other problems described were the appearance of bubbles when loading the reservoir and the need to change the infusion set more frequently. The latter, referred by a single patient, had already been reported previously, although a previous study determined a similar compatibility of aspart and faster aspart when used in csii.